Event description:
It was reported that a pump was alarming for a system error 341 during an unk infusion. The alarm caused an interruption in therapy for about one min. There were no adverse effects to the pt and the plan of care was not changed.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.